Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. The most probable cause of the complaint is component failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur. A definitive root cause could not be identified for the fiber bonding in the outer tube area (distal end) being damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had disturbances in the picture. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There were no report of patient harm associated with the event.

Event description:
It was reported, the rigid video scope had disturbances in the picture. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There were no report of patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned to olympus. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.